Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects in the air/water cylinder and air/water channel. A root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign materials inside the air/water cylinder and air/water channel. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report was sent in error the investigation finding code considered as rm, but it is nr. Would not cause or contribute to a death or a serious injury if it were to recur.